Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor and sensor kit were reviewed and the dhrs showed freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported on behalf of the customer that upon removal of the adc freestyle libre sensor, they noticed that the filament was missing and was stuck in the arm. Customer experienced pain and resistance and self-presented to the emergency room. However, they weren't able to remove the filament at the emergency room and the customer was referred to plastic surgery. No further information was provided. There was no report of death or permanent injury associated with this event.